Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci low anterior resection procedure, the surgeon pushed against the patient's tissue with the suction irrigator instrument and a piece of the instrument broke off and fell into the patient. While the broken instrument piece was retrieved from the patient and there was no harm to the patient, recurrence of the reported failure mode could likely cause or contribute to an adverse event. Isi's instruments and accessories user manual specifically states: general precautions and warnings: when the instrument is fully articulated, use caution when applying force to the end of the instrument. Excessive force may result in instrument damage. Do not use this instrument to apply force to bone or other hard objects, because is may result in instrument damage.

Event description:
It was reported that during a da vinci low anterior resection procedure, the surgeon used the tip of the suction irrigator instrument to push against the patient's tissue and a piece from the tip of the instrument to fell into the patient. The broken instrument fragment was retrieved from the patient. Reportedly, the tip of the instrument did not completely separate and the surgeon was able pull the damaged tip hanging off of the instrument using a fenestrated grasper instrument to safely remove the instrument through the cannula out of the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.